Manufacturer narrative:
Philips service reloaded the software and identified scc1 card replacement as pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that partial geometry movement error due to scc1 card issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.